Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a cryoablation procedure to treat atrial fibrillation, a polarsheath was selected for use. After a non-boston scientific needle was used, the polarsheath was inserted into the left atrium. The patient experienced cardiac tamponade as bradycardia when pre-mapping was started with non-boston scientific mapping system. A pericardial drain was performed. The procedure was discontinued after confirming that the patient's vital signs were stable.